Event description:
After one and half hours of iab therapy. A balloon leak was detected. The iab was removed and replaced. No pt injury or further complications occurred.

Manufacturer narrative:
Based upon additional info received in a medwatch report from the user facility, (section b1 states adverse event) bard is now reporting this device malfunction as an injury related event although no specific injury was described in the medwatch report.